Manufacturer narrative:
This report is submitted on 11 february 2021.

Manufacturer narrative:
This report is submitted on january 22, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to an infection and a lesion sitting over the implant. It is unknown if there are plans to re-implant the patient with another device.